Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call for power error. The patient¿s blood glucose level was 155 mg/dl at the time of the incident. The customer stated that the internal power source in the pump is unable to charge. Customer has previously called to report power error detected. Customer reported that power error detected within a week of troubleshoot previous occurrence. The insulin pump will be returned for analysis.

Manufacturer narrative:
No unexpected low battery alerts, replace battery alerts, replace battery now alarms or power loss alarms noted during testing. Power error 25 due to j6 connector resistance issue. Device passed displacement test, sleep current measurement and active current measurement.